Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. The customer's blood glucose (bg) level was 475 mg/dl. The customer addressed their bg with a correction bolus.